Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration / perforation/migration of essure device location of device: external to the serosal margin'), uterine perforation ('perforation / migration/migration of essure device location of device: external to the serosal margin') and embedded device ('essure wire embedded within the left cornu') in a 51-year-old female patient who had essure (ess205) (batch no. 624473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the right ostia was not fully visualized, the tenaculum slipped off the cervix and the doctor was unable to advance the scope". The patient's medical history included cesarean section, gravida, blood loss anemia, thyroid disorder and hernia repair. Previously administered products included for an unreported indication: antibiotics, pitocin and penicillin. Concurrent conditions included hypothyroidism, diverticulosis, nausea, multiple allergies, malignant neoplasm of cervix uteri, diarrhea, constipation, acute sinusitis, acute bronchitis, dysuria, vitamin d deficiency, menopause flushing, left lower quadrant pain and leiomyoma nos. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2014 to (B)(6)2017 and medroxyprogesterone acetate (depo-provera)(B)(6)2007 to (B)(6) 2007 for contraception, amoxicillin sodium;clavulanate potassium (amoxicillin+clavulanic acid) since 2007, ciprofloxacin since 2007, cyclobenzaprine since 2007 and naproxen since 2007 for diverticulosis and levothyroxine since (B)(6)2007 for hypothyroidism. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain ("physical pain"), anxiety ("psych injury related to essure? Yes/mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and depression ("depression"). On(B)(6)2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 9 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and hypersensitivity ("allergy: other"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (salping.(bilateral),hysterectomy (full)). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the embedded device, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown and the pelvic pain, abdominal pain, back pain and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, embedded device, fallopian tube perforation, hypersensitivity, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had received treatment for pain,migration essure confirmation test was unknown plaintiff performed previously essure confirmation test in hysterosalpingogram now it is reported essure confirmation test(s) conducted, specify: no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patient¿s medical records :abdominal pain, pelvic pain concerning the injuries reported in this case, the following one were described in patient¿s medical records :embedded device quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet was received. Event added from pfs- device insertion difficult. Concomitant drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration / perforation/migration of essure device location of device: external to the serosal margin'), uterine perforation ('perforation / migration/migration of essure device location of device: external to the serosal margin') and embedded device ('essure wire embedded within the left cornu') in a 51-year-old female patient who had essure (ess205) (batch no. 624473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, delivery, blood loss anemia, thyroid disorder and hernia repair. Previously administered products included for an unreported indication: antibiotics, pitocin and penicillin. Concurrent conditions included hypothyroidism, diverticulosis, nausea, multiple allergies, malignant neoplasm of cervix uteri, diarrhea, constipation, acute sinusitis, acute bronchitis, dysuria, vitamin d deficiency, menopause flushing, left lower quadrant pain and leiomyoma. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2014 to (B)(6) 2017 and medroxyprogesterone acetate (depo-provera)31-jul-2007 to october 2007 for contraception and levothyroxine since (B)(6) 2007 for hypothyroidism. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain"), anxiety ("psych injury related to essure? Yes/mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and depression ("depression"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 9 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and hypersensitivity ("allergy: other"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (salping.(bilateral),hysterectomy (full)). Essure (ess205) was removed on 17-aug-2017. At the time of the report, the embedded device, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown and the pelvic pain, abdominal pain, back pain and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, embedded device, fallopian tube perforation, hypersensitivity, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had received treatment for pain,migration essure confirmation test was unknown plaintiff performed previously essure confirmation test in hysterosalpingogram now it is reported essure confirmation test(s) conducted, specify: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patient¿s medical records :abdominal pain, pelvic pain concerning the injuries reported in this case, the following one were described in patient¿s medical records :embedded device. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs&mr received.new events abnormal bleeding (vaginal, menorrhagia), depression were added. Psych injury was updated new event mental anguish.lot number,treatment drugs,concomitant drugs,historical drugs,reporter information,patient demographics was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration / perforation/migration of essure device location of device: external to the serosal margin'), uterine perforation ('perforation / migration/migration of essure device location of device: external to the serosal margin') and embedded device ('essure wire embedded within the left cornu') in a 51-year-old female patient who had essure (ess205) (batch no. 624473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the right ostia was not fully visualized, the tenaculum slipped off the cervix and the doctor was unable to advance the scope" and device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included cesarean section, gravida, blood loss anemia, thyroid disorder and hernia repair. Previously administered products included for an unreported indication: antibiotics, pitocin and penicillin. Concurrent conditions included hypothyroidism, diverticulosis, nausea, multiple allergies, malignant neoplasm of cervix uteri, diarrhea, constipation, acute sinusitis, acute bronchitis, dysuria, vitamin d deficiency, menopause flushing, left lower quadrant pain and leiomyoma nos. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6)2014 to (B)(6)2017 and medroxyprogesterone acetate (depo-provera)(B)(6)2007 to (B)(6)2007 for contraception, amoxicillin since 2007, ciprofloxacin since 2007, cyclobenzaprine since 2007 and naproxen since 2007 for diverticulosis and levothyroxine since (B)(6)2007 for hypothyroidism. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain ("physical pain"), anxiety ("psych injury related to essure? Yes/mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and depression ("depression"). On (B)(6)2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 9 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and hypersensitivity ("allergy: other"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (salping.(bilateral),hysterectomy (full)). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the embedded device, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown and the pelvic pain, abdominal pain, back pain and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, embedded device, fallopian tube perforation, hypersensitivity, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had received treatment for pain,migration essure confirmation test was unknown. Plaintiff performed previously essure confirmation test in hysterosalpingogram now it is reported essure confirmation test(s) conducted, specify: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patient¿s medical records :abdominal pain, pelvic pain. Concerning the injuries reported in this case, the following one were described in patient¿s medical records :embedded device . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: pfs received- new event she did not undergo any essure confirmation test was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration / perforation/migration of essure device location of device: external to the serosal margin'), uterine perforation ('perforation / migration/migration of essure device location of device: external to the serosal margin') and embedded device ('essure wire embedded within the left cornu') in a 51-year-old female patient who had essure (ess205) (batch no. 624473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, gravida, blood loss anemia, thyroid disorder and hernia repair. Previously administered products included for an unreported indication: antibiotics, pitocin and penicillin. Concurrent conditions included hypothyroidism, diverticulosis, nausea, multiple allergies, malignant neoplasm of cervix uteri, diarrhea, constipation, acute sinusitis, acute bronchitis, dysuria, vitamin d deficiency, menopause flushing, left lower quadrant pain and leiomyoma nos. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6)2014 to (B)(6)2017 and medroxyprogesterone acetate (depo-provera)(B)(6)2007 to (B)(6)2007 for contraception and levothyroxine since (B)(6)2007 for hypothyroidism. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain ("physical pain"), anxiety ("psych injury related to essure? Yes/mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and depression ("depression"). On (B)(6)2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 9 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and hypersensitivity ("allergy: other"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (salping.(bilateral),hysterectomy (full)). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the embedded device, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown and the pelvic pain, abdominal pain, back pain and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, embedded device, fallopian tube perforation, hypersensitivity, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had received treatment for pain,migration essure confirmation test was unknown. Plaintiff performed previously essure confirmation test in hysterosalpingogram now it is reported essure confirmation test(s) conducted, specify: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patient¿s medical records :abdominal pain, pelvic pain concerning the injuries reported in this case, the following one were described in patient¿s medical records :embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration / perforation') and uterine perforation ('perforation / migration') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury related to essure? Yes") and hypersensitivity ("allergy: other"). The patient was treated with surgery (hyst. (Full), and salping.(bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, fallopian tube perforation, hypersensitivity, pelvic pain, psychological trauma and uterine perforation to be related to essure (ess205). The reporter commented: she had received treatment for pain,migration essure confirmation test was unknown. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: event abdominal pain, back pain, allergy nos, uterine perforation, fallopian tube perforation, psychological trauma were added.outcome of event abdominal pain, pelvic pain, back pain, allergy added as recovered. Product stop date added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.